Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that after replacing the communicator it was still taking 3-5 minutes for the ptm (personal therapy manager) to connect to their pump. It would go from 0 to 90% and then hang at 90% before it would allow them a bolus. The agent had the patient restart the handset, reset the communicator, and attempt a bolus, but it took over 5 minutes to connect and another 5 plus minutes to deliver the bolus. Per the patient, they typically used the ptm for 10-15 boluses per day, and that they had tried flex programming in the past but that did not work for them. The agent had the patient reset the network settings on the handset per recommendation from hcit (healthcare information technology) and after doing that the patient again attempted to connect to the pump and gave up after nearly 5 minutes. A replacement handset was requested from the repair department. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial# (B)(6). Product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.